Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the display wires were pinched and wire was exposed. It was also indicated that the case was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had atrial and ventricular connector issues. The epg was returned for service. There was no patient involvement.